Manufacturer narrative:
Follow-up # 1 ¿ (08/07/2014). The patient¿s lancing device has been returned on 6/4/2014 and evaluated by lifescan product analysis on 7/28/2014 with the following findings:the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch lancing device did not fully penetrate when attempting to obtain a blood sample. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged lancing device issue began approximately 2 months prior to contacting lfs. During the follow-up call, the patient informed the csr that she would eventually be able to obtain a blood sample after multiple attempts using the lancing device. The patient informed the csr that she tests her blood glucose once or twice a week and takes a set dose of januvia daily. The patient mentioned that on an unspecified date after the alleged lancing device issue started she discontinued tested her blood glucose for a period of 3-4 weeks. It is not known if the patient discontinued testing due to lancing device issue. The patient claimed during this period she developed symptoms of ¿feeling thirsty and a sharp pain in her feet¿. When asked, the patient could not confirm if she associated the symptoms with a high or low blood glucose excursion or if it was related to another health condition unrelated to her diabetes. The patient confirmed she did not test her blood glucose while symptomatic and denied receiving any medical treatment in response to the symptoms. At the end of the call, when the patient was asked what she felt may have caused/contributed to the onset of symptoms, the patient mentioned she had recently experienced significant stress due to the death of a family member and also mentioned she had high blood pressure. At the time of troubleshooting, the csr noted that the patient admitted to not washing his hands every time he tested. In addition, the patient confirmed he was storing the test strips in a humid area; which is advised against in the labeling. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia and the alleged lancing device issue could not be ruled out as cause or contributor to the event.